Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini enhanced meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began approximately 5 weeks ago when he found that the meter would not power on. The patient manages his diabetes using a combination of medications (but could not remember the specific names) and reportedly continued with his usual diabetes management routine after the alleged issue began. The patient reportedly experienced symptoms of shaking, dry mouth and irritated eyes approximately 3 weeks after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr identified that there had been misuse of the product as the patient had dropped it in water. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and he subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.